Event description:
Complainant alleged that during functional testing, the device displayed an "system failure" message. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The device was returned to zoll medical corporation. The customer's report was not replicated or confirmed. Review of the device log found no evidence of the report. The device was subjected to full functional testing and stress testing without duplicating the report. The device was recertified and returned to the customer. Analysis of reports of this type has not been identified an increase in trend.